Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency medical services on (B)(6) 2020. Customer's blood glucose level was 29 mg/dl, at the time of incidence. Customer was treated with glucose tablets. Customer was reported that the drive support was normal. Customer did allege that the insulin pump was over delivering however, insulin pump passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer visited to emergency medical services on (B)(6) 2020. Customer's blood glucose level was 38 mg/dl, at the time of call on (B)(6) 2020.